Event description:
It was reported that the pump exhibited error code 1720. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3 unknown. Device evaluation: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Last error code shown was 1720 and the reported issue was duplicated. The cause of the reported issue was due to the backup capacitor. As a result, the backup capacitor was replaced and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.